Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's insulin gauge was stuck at 80 units even after taking boluses with the cartridge in use, but then started counting down. Contact declined troubleshooting further with tandem technical support, but will monitor the insulin gauge. There was no reported impact to the customer's blood glucose level.